Manufacturer narrative:
The technician investigated and found that the scale bed exit pod was not functioning. The technician replaced the scale pod membranes on both side rails to resolve the issue. The account stated there was no injury from the fall. The account did a nurse assessment to follow their safety procedure for falls.

Event description:
The account alleged there was a pt fall and the pt position module was set and did not alarm. The account did not have info on the extent of the injury or if there was any injury.